Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customers blood glucose was 314 -over 500 mg/dl. Elevated blood glucose was addressed with a correction injection via manual injection. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.